Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main coronary artery extending to the mid left anterior descending artery. A 3.50 x 38 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was frayed. The procedure was completed with another 3.5x38mm synergy¿ des. No patient complications were reported and the patient's status was stable.